Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power would not turn on due to a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the power would not turn on due to a faulty power supply unit and burn marks were found on the unit. The receptacle unit was also found loose and may have been responsible for flickering/noise in the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service offer reported that there was a no power issue with the processor, while inspecting the video system center. The event was found during a routine inspection and there was no procedure or patient impact associated with the event.